Event description:
27 year old female underwent laparotomy for uterine fibroids. Distributor representative from state of the art medical products, inc. Was present to demonstrate use of beamer one argon beam coagulator system. This system interfaces with the hospital-owned electrosurgical generator. Both surgeons involved in this operation received inservicing on the new equipment preoperatively.the equipment involved in this incident included: 1) argon beam coagulator unit (see pg.#1), 2) argon beam coagulation pencil by beacon labs. 3) weck pencil by weck a squibb company, and 4) valley lab electrosurgical generator unit model #sse3b.during the operation, all four pieces of equipment were interfaced. Each pencil was under the exclusive control of an individual surgeon. The surgeon using the weck pencil placed it on the sterile surgical drape. Shortly thereafter, a burning odor was apparent. At this point, it was discovered that activation of one pencil automatically activated the other pencil. The surgical drape was burned, as well as, a small burn to the patient's abdomen.subsequent investigationr evealed that it was not possible by visual inspection for the surgeon to know that the weck pencil was activated at the same time as the argon pencil. The valley lab electrosurgical generator, in use for this procedure, does not indicate that more than one channel of power can be activated at the same time.the representative from the distributor inserviced the surgeons following the incident. The representative was not aware that activation of two channels at the same time could occur with the interface of the various pieces of equipment. The representative was rresent and available to the surgeons during the operation.patient received antibiotic ointment and a bandaid to the small burn on her abdomen.in the final analysis, it appeared that the distributor representative was not familiar with the interface effects between the hospital-owned equipment and the demonstrated equipment.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device not used as labeled/indended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: power supply. Conclusion: user error contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor, user education provided, inserviced by manufacturer/distributor representative. The device was not destroyed/disposed of.